Manufacturer narrative:
Initial reporter phone no. (Additional): (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set came apart at the y connection with minimal force applied. The issue was identified during patient infusion with rocephin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the tubing was observed separated from the y-site clearlink in the upstream part. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was due to assembly issue during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.